Event description:
It was reported that there was potential early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary- the device was returned and analyzed. The device met 95% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant products: 4196-88 implantable pacing lead (B)(6) 2009; 1699t implantable pacing lead competitor (B)(6) 2009. This device was included in a field action, but returned product testing found the device did not perform as described in the field action.